Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: neurological deficit/dysfunction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision procedure with mentor smooth round moderate plus profile 450cc saline breast prostheses is having issues with both breast prostheses. The right breast prosthesis makes a pop sound and the patient can feel the sensation. In addition, the patient¿s left side incision was open and leaking clear fluid. The left breast prosthesis was exposed, and the patient developed an infection in the extrusion area. As a result, the patient underwent explantation of the left breast prosthesis on (B)(6) 2019. The left breast prosthesis was discarded after explantation. The patient is scheduled to have the right breast prosthesis explanted on (B)(6) 2019. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. It was initially reported that the patient would undergo explantation on (B)(6) 2019. Explantation surgery had to be rescheduled due to health reasons. The patient recently had a mammogram and the radiologist recommended that she have a biopsy prior to the explantation surgery. The patient underwent explantation on (B)(6) 2019. It was discovered that the breast prosthesis was deflated. The code 1982 for neurological deficit/dysfunction used in the initial report no longer applies to this event. It was reported to the FDA in the initial report that the patient stated that the right breast prosthesis makes a pop sound and the patient can feel the sensation. This sensation was due to the deflation of the breast prosthesis. On 06/10/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/22/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant. The analysis results showed a tear measuring approximately 0.5 cm in the anterior aspect. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).